Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: product testing could not be performed because the product was discarded in the facility. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was implanted in the patient¿s left eye. Patient stated that the vision was clearer right after surgery but due to halos, starbursts, positive dysphotopsia, and inability to drive at night the lens was explanted/exchanged. A pars plana vitrectomy and limbal relaxation incision were performed. The replacement lens was non-johnson & johnson iol. There was no patient post-op injury. No other information was provided.